Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. This shutdown caused the customer's blood glucose level to exceed 500 mg/dl, although the specific value was not known and it was simply displayed as "high." The customer addressed the high blood glucose level by administering a correction injection manually. Reportedly, the customer continued to use pump for insulin therapy while a replacement pump was sent out.